Manufacturer narrative:
It is indicated that the device will not be retuned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as 2134265-2009-06638. It was reported that during a percutaneous coronary intervention procedure, a guide wire detachment occurred. The 85% stenosed lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending (lad) coronary artery. The lesion was first ablated with a 1.5mm rotalink plus. Then a 1.75mm rotalink plus was exchanged into the lesion. Ablation with the 1.75mm burr was completed successfully. The physician removed the rotawire while using a micro catheter. At this point, it was discovered that the tip of the guide wire was missing. Under fluoroscopy, the tip of the wire was found in the distal lad. A non-bsc stent was implanted in the proximal lad. Then, the physician attempted to retrieve the separated tip with a non-bsc microbasket, but was unsuccessful. The patient was stable, so the physician's strategy was for the wire to get trapped in the distal lad and forgo surgical intervention. The condition of the patient improved. The patient was discharged from the hospital three days later.